Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer went to the emergency room (ER) on (B)(6) 2026 and was treated with intravenous fluids of saline and insulin. However, treatment did not resolve the issue and despite being discharged from the ER on the same day, the customer had to return to the ER and was subsequently hospitalized in the intensive care unit (ICU). At this point, customer's bg level was in the range of 400-499 mg/dl with a high level of ketones that was identified to be life threatening by the healthcare provider. Customer was treated with additional intravenous fluids of saline and insulin which eventually resolved the issue with no permanent damage to the customer. Customer was released from the hospital on (B)(6) 2026. Customer updated their settings to address the events.